Event description:
It was reported that this right ventricular (rv) lead was explanted due to elevated threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicted that there was no obvious reason that the threshold increased, but it was gradually increasing over time. The threshold was likely due to exit block.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to elevated threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported.